Event description:
Legal counsel for patient reported that patient underwent a right hip resurfacing procedure on (B)(6) 2006. Legal counsel for patient reports patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2012. Patient's legal counsel further reported that a pseudotumor and minimal bony ingrowth to the acetabular cup were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-01923 / 01924).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿ dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
Legal counsel for patient reported that patient underwent a right hip resurfacing procedure on (B)(6) 2006. Legal counsel for patient reports patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2012. Patient's legal counsel further reported that a pseudotumor and minimal bony ingrowth to the acetabular cup were allegedly noted during the revision procedure. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 was due to pain and inflammation. The patient's operative report noted a pseudotumor consistent with alval. Additional information provided in patient medical records indicates patient had right hip revision procedure on (B)(6) 2012 due to recurrent instability/dislocations. The patient's operative report noted remnants of the pseudotumor from prior surgery. Additional information received in patient medical records noted that on (B)(6) 2012, (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.